Manufacturer narrative:
The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. The shaft leak was due to an adhesive failure between the distal tip and shaft. Abbott is continuing to monitor this issue. The irrigation leak was due to inadequate bonding at the irrigation tubing junction.

Event description:
This event is being reported based on the analysis of the returned device.